Event description:
It was reported that during a lap sleeve gastrectomy procedure the surgical tech loaded the reload, along with a gore seamguard strip and closed the stapler to hand to the surgeon. The device locked up, and could not be opened. The surgeon pushed red knife direction button and squeezed firing handle, but still could not get device to open. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the stapler was locked before it was ever placed on tissue. It occurred near the start of the case, when the surgical tech loaded the device, closed it and first handed it to the surgeon. The surgeon was unable to get the device opened, so the device was never used on tissue.